Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient may have performed or attempted a system controller exchange at home. Log files captured a communication faults on (B)(6) 2024 before a pump stop. The driveline was disconnected and reconnected and the communication faults resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Further review of the submitted log file revealed that the reported communication faults on (B)(6) 2024 were associated with the driveline disconnection itself. There was no communication fault alarm active in the log file. No atypical alarms were active immediately preceding the driveline disconnection on (B)(6) 2024 at 22:06:27. The log file captured an atypical power cable disconnect while connected to batteries on (B)(6) 2024 from 15:53:40 to 15:53:56. The alarm resolved on its own. No other atypical alarms were active in the log file. The pump maintained a speed within the expected range while the driveline was connected. The controller exchange was due to confusion. The team followed up with education and support.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported by the account. The controller event log file contained events from the reported event date of 02oct2024. A driveline disconnection was captured on (B)(6) 2024, which caused the pump to stop. Following the reconnection of the driveline, the pump regained speed and resumed normal operation without issue. These events are consistent with the reported controller exchange. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. Cand the heartmate 3 lvas patient handbook, rev. B are currently available. Although no device related issues were reported by the account, the IFU lists states that if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ additionally, the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Additionally, the patient handbook provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Furthermore, the patient handbook and IFU address system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.